Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The maverick 15 mm x 3.25 mm balloon catheter was advanced to the lesion. The balloon was unable to be inflated due to balloon damage, reported as either a pinhole or a tear. The balloon catheter was withdrawn without issue. The procedure was completed with another MFR's balloon. No pt injuries or complications were reported. The pt status is reported as "good".